Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to lethargy and purulent drainage from the driveline. Cultures from the driveline and blood were positive for pseudomonas aeruginosa, and later positive via stool culture for clostridioides difficile infection. The patient received intravenous (IV) antibiotics but the infection was not resolved. The patient decided to go home on hospice care. On (B)(6) 2025, the patient passed. The cause of death was driveline infection, bacteremia. The death was not considered to be device related. The device had operated as expected.

Manufacturer narrative:
Section b2 correction. Section h6 correction: health effect - impact code 4607 - hospitalization or prolonged. Hospitalization added. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.